Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au680 clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with instrument. The fse found extra packing on reference (ref) electrode. The fse removed/clean the ion selective electrode(ise) , cleaned drain, sample pot, removed extra ref electrode packing and replaced the buffer syringe which resolved the issue. The failure mode is determined to be hardware. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous high patient results for ise (ion selective electrode) na (sodium), potassium, cl (chloride), and alp (alkaline phosphatase) quality control (qc) out of range. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.